Manufacturer narrative:
The device history records for the PICC were unable to be reviewed as no upn or lot number were provided by the hospital. The navilyst medical on (B)(6) 2014 complaint report was reviewed for the bioflo PICC product family and the failure mode of "hub broken/cracked". No adverse trends were identified. Although the complaint report was unable to be confirmed, as no sample was returned for eval, the most probable root cause for a cracked female valve housing is due to an over-tightened connection with the male luer of a needleless connector. The directions for use (dfu) supplied with the bioflo PICC devices contain caution that "repeated over-tightening may reduce hub connector life", and not to use hemostats to "secure or remove devices with luer lock hub connections". Mfg process controls for the bioflo PICC devices include 100% infusion and aspiration testing on the valves, as well as dimensional inspections and visually verifying that the device is free of damage or defects. (B)(4).

Event description:
Per hospital voluntary report # (B)(4): "rn called into the room by the family due to tpn leaking from the line. When the rn entered and stopped the tpn, it was dripping from the line; when she attempted to flush the port, the fluid shot straight from the purple part of the tpn lumen, the lumen was split. Team was made aware; the pt missed 1 bag of tpn. New PICC line placed in the am in ir". The original intended procedure: "infused tpn via PICC line". Follow up phone call was placed by navilyst medical to the risk manager at the hospital: upn and lot number are unk. There was no pt injury. The used device was discarded at the hospital.